Event description:
Medical error (incorrect technique by nurse(s) resulting in omission of dose(s) of insulin) [drug dose omission]; blood sugars erratic over previous week [diabetes mellitus inadequate control]; medication error (incorrect technique by nurse(s) resulting in omission of dose(s) of insulin) [drug dose omission]; incorrect technique by nurse(s) resulting in omission of dose(s) of insulin due to misuse of the new needles [wrong technique in drug usage process]; vomiting [vomiting]; hyperglycaemia [hyperglycaemia]; hyponatraemia (not acidotic) (hyonatraemia, hyponatraemia) [hyponatraemia]; diabetic ketoacidosis [diabetic ketoacidosis]; ketotic (blood ketones) (ketosis, ketosis) [blood ketone body]. Case description: does the incident represent a serious public health threat: no. This serious regulatory authority case received via (B)(6) and reported by a pharmacist from (B)(6), concerns a (B)(6) old male patient with type 1 diabetes mellitus who was treated with novorapid (fast acting insulin aspart) using novofine 8mm (30g) autocover (needle) and reported "incorrect technique by nurse(s) resulting in omission of dose(s) of insulin due to misuse of the new needles" beginning on an unk date, hyponatraemia (not acidotic) (hyonatraemia, hyponatraemia)","hyperglycaemia," "vomiting," "ketotic (blood ketones) (ketosis, ketosis)," "blood sugars erratic over previous week," medication error" all beginning on (B)(6) 2014, "medication error" beginning on (B)(6) 2014 and "diabetic ketoacidosis" beginning on (B)(6) 2014. No novo-nordisk suspect drug included lantus (insulin glargine). Patient's height: not reported. Medical history includes type 1 diabetes mellitus (duration not reported). The patient had reportedly been taking novorapid (7 units three times daily) from (B)(6) 2012 and ongoing and lantus (14 units at night) from an unk date in 2012 and ongoing using novofine 8mm (30g) autocover from an unk date. On an unk date in (B)(6) 2014, the patient experienced blood sugars erratic over previous week following medication error with lantus and novorapid. On (B)(6) 2014, the patient was admitted to the hospital due to hyperglycaemia, vomiting, ketosis and hyponatraemia (not acidotic). Laboratory investigations included a blood glucose level of 28 (units not reported) and blood ketones 3.8 (units not reported). Corrective treatment included intravenous insulin and "fluids" (unspecified). On (B)(6) 2014, his glycaemic level was stabilised and patient was discharged to a community hospital. On (B)(6) 2014, the patient was re-admitted to hospital having developed diabetic ketoacidosis. Laboratory investigations included a blood glucose level of 21.4 ketones 4, ph 6.99 noted as acidotic (units not specified). Corrective treatment included the hospital standard protocol for diabetic ketoacidosis, including unspecified fluids, intensive monitoring and intravenous insulin. The patient was discharged from hospital well on (B)(6) 2014. On (B)(6) 2014, it was reported that the patient's blood sugar levels had been fine, however, his blood glucose values rose while he was being tended to by agency nursing staff. Therefore, poor administration techniques by the agency staff could not be ruled out. Action taken to novofine 8mm autocover, novorapid and lantus was not reported. The outcome of the event "incorrect technique by nurse(s) resulting in omission of dose(s) of insulin" was not reported. The outcome of the events "hyponatraemia," "hyperglycaemia," "vomiting," "ketosis," "diabetes mellitus inadequate control" and "medication error" was reported as recovered on (B)(6) 2014. The outcome of the event "medication error" and "diabetic ketoacidosis" was reported as recovered on (B)(6) 2014. Reporter comment: the reporter indicated that lantus and novorapid were suspect drugs, however, that the reaction occurred following use of new needles (novofine autocover 30g x 8mm) and was thought to be the result of omission of doses due to misuse of the new needles.